Event description:
Hoffman micro rod to pin coupling would not hold as intended.

Manufacturer narrative:
Evaluation summary: the reported event that the hoffman micro rod to pin coupling would not hold could not be confirmed since the returned device is fully functional. The holding reported issue was caused by an off label use. This product is only intended for the hand and not for the foot. Please note, the current op tech reads: "relative indications: the hoffmann ii micro system is indicated for hand fractures." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. Based on the received information the root cause of this complaint was attributed to a user related issue.